Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure, it was impossible to fix the lead to the ventricular wall in spite of the several attempts. The fluoroscopy showed that the helix was not completely joined when the physician was trying to relocate the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.